Event description:
It was reported that the patient had high lead impedance and was to undergo revision surgery. Surgery has been scheduled, but has not occurred to date. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.